Manufacturer narrative:
According to the available information this inflatable penile prosthesis was removed on 11/7/96 due to an "infection." No implant information was provided. In the received information the physician stated that after the incision was made "coplous purulent material came forth." Because qa's examination of the returned components can neither confirm nor disprove the report of infection, qa did not perform a microscopic examination. Based on the physician's observations qa accepts the infection report. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.

Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. As reported to co, the device was removed due to an "infection". Upon receipt of the operative report it stated". Preopertive diagnoses: infected penile prosthesis, septicemia. Operative procedure: removal of infected penile prosthesis. Wound drained with penrose drains and packed with lodoform. Procedure several of the sutures holding the incision closed were cut and copious purulent material came forth. Wound culture, both anaerobic and aerobic were taken. The bulb of the pump was delivered out of the wound. The connecting tubes were traced down to the corpora cavernosa and the sutures closing the corporal incisions were cut and the penile prosthesis and pump were sent as a specimen. All of the areas of the wound were irrigated with triple antibiotic solution, penrose drain was placed downward where the bulb had been. These were all sewn to the wound edge to prevent dislodgment". As reported to co the device was not replaced at this time.